Event description:
It was reported that syringe 3ml ls was damaged, but still operable. The following information was provided by the initial reporter: " cracked barrel x1. Bowed barrel x1."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/23/2021. H.6. Investigation: four photos and two samples were received by our quality team for evaluation. From the samples, a damaged barrel and a bowed barrel was observed. A device history record could not be evaluated as the lot number is unknown. As the batch is unknown, the probable cause could be that the syringe product poor feeding caused the barrel to be slanted when entering the leak test station dial pocket as a result of a part being caught / trapped. The subsequent parts are jammed at the main assembly dial machine which may have led the trapped part colliding or friction with the ongoing production part and causing the damage on the barrel and the bow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that syringe 3ml ls was damaged, but still operable. The following information was provided by the initial reporter: cracked barrel x1, bowed barrel x1.